Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2205101 d.4. Medical device expiration date: 30-apr-2027 h.4. Device manufacture date: 16-may-2022 d.4. Medical device lot #: 2207101 d.4. Medical device expiration date: 30-jun-2027 h.4. Device manufacture date: 14-jul-2022 d.4. Medical device lot #: 2106104 d.4. Medical device expiration date: 31-may-2026 h.4. Device manufacture date: 07-jun-2021 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe safety 3ml ll 24x3/4 an was damaged. The substance that has been used is smof lipid 20% the leakage starts after a while(few minutes) from starting solution. The solution produced in compounding company and send to the nicu in the hospital. The extension connected in the he hospital and manufactured by kdl. They had few events, part of them the syringe lure seems to be broken and in some cases the extension female lure was broken.

Manufacturer narrative:
One sample, photos, and video received by our quality team for investigation. Upon visual inspection of the pictures and video received it can be observed the mating component attached to the syringe do not fits properly leading to leakage during use. Upon visual evaluation of the syringe, no defects or issue observed on the tip of the sample, therefore the incident is not confirmed. A device history review was performed for the reported lots 2207101, 2205101 and 2106104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to identify a definitive root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.